Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an object being stuck in the white cable¿s power connector was confirmed via an image provided by the customer, as the image showed a foreign material stuck in one of the connector¿s pin sockets. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that there was no patient impact as a result of the event. A manufacturing analysis task was created to further investigate the cause of the event; however, it was determined that the issue did not occur throughout the manufacturing process. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there was no patient impact. The issue was an out of box failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a metal object stuck in the white power cable and would not come out. Therefore, the patient cable could not be linked. The system controller was replaced.